Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported to the physician's office after receiving a shock. Attempts to interrogate the device with two different programmers exhibited telemetry out of range message both times. In addition, atttempting to interrogate the device in a different room yielded the same results. Lastly, magnet application did not yield any tones. The device was explanted and another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.